Event description:
The user sustained trauma to the implant site, followed by progressive swelling and inflammation. Despite prolonged conservative management with oral antibiotics for two months, the condition deteriorated, leading to skin breakdown over the implant site with device exposure, granulation tissue formation, and a significant soft tissue defect. The user was subsequently admitted and treated with intravenous antibiotics. However, following multidisciplinary evaluation (ent, cochlear implant surgeon, and plastic surgery team), it was concluded that salvage of the implant was not feasible. Explantation was performed with a plan for soft tissue reconstruction and infection control. Given the current limitations in healthcare resources and the user_s living conditions, no further conservative or surgical salvage options were viable.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.